Event description:
Patient reported right side "rupture," "doctor said it could be an early rupture." Healthcare professional additionally reported a possible right-side rupture and capsular contracture baker grade iii. Healthcare professional later reported baker grade IV and no rupture. Healthcare professional additionally reported redness and swelling of the right breast. Healthcare professional later reported "any creases." Device has been explanted, not replaced, and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b5, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "early rupture".

Event description:
Patient reported right side "rupturing". "Doctor said it could be an early rupture." Device remains implanted.